Event description:
Dentist reported to 3m espe that he had multiple pts (number not provided) who experienced severe sensitivity following use of 3m espe scotchbond universal adhesive, relyx ultimate automix cement and 3m espe lava ultimate crowns. Five crowns were removed and four root canal procedures were preformed to relieve the sensitivity. All pts are reported as currently fine; the crowns were replaced with alternate products. The dentist reports that he followed the product instructions for use.

Manufacturer narrative:
This report describes the second suspect device of MFR report number 3005174370-2013-00015. The third suspect device description is included in MFR report number 3005174370-2013-00017.